Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The investigation could not duplicate or confirm the reported warming issue. However an alarm issue was confirmed during functional testing. The issue was traced to the device gripump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device gripump was replaced and the device passed all testing.

Event description:
It was reported that the device temperature did not rise. There was no patient involvement.